Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description/event details we have a number of bd syringes, of the same lot number, where there are dents in the syringe. I have received a complaint about your bd plastipak syringe. Concerns ref. Number 300865, see additional information below. The syringes have been preserved. Knowledge tree item: reporting complaints and incidents medical devices what is the article number cq. Supplier reference number? Bd plastipak 50 ml bd luer-lok what is the lot number? 2503083. Give a product description: we have a number of bd syringes, of the same lot number, where there are dents in the syringe. As a result, they leak when withdrawing medication. Now 5 syringes of it, of which 4 syringes have been preserved, including packaging. Has this product already been used in patients? :no has there been a risk to the patient or user? :no the syringe has been used, but only to draw up medication. It was not used on a patient.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: six samples were provided to our quality team for investigation. Through visual inspection, the barrel is observed to be damaged between the 30ml and 40ml marking, verifying the reported incident. A device history review was performed for the reported lot 2503083, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, the damage observed indicated this occurred during the assembly process. A project has been initiated to further address this matter, the reported lot manufactured prior to these actions. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.